Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection and allergic reaction at the pod¿s insertion site while wearing the device on the back for between 1 and 4 hours. The patient's blood glucose (bg) rose above 500 mg/dl and noted itching, pain and purulent discharge coming from the site. The patient visited the family doctor and was advised to remove the pod. That night, the patient was admitted to the hospital. The patient was treated with intravenous prednisone, phenergan, antibiotics, and antihistamines (prednisone was later switched to an oral solution) and losec. Manual insulin injections were administered to treat the bg levels. The patient was discharged after five days.